Event description:
A caller reported a "not enough insulin" alarm for the tandem mobi device. There was no adverse impact to the customer's blood glucose level. The caller attempted to reload the cartridge, but was unable to add insulin to it. Technical support educated the caller on the need to have at least 30 units remaining after filling and recommended filling with at least 65 units. Support guided the caller through the process of filling and loading a new cartridge. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.